Manufacturer narrative:
When the requested information becomes available, a supplementary report will be submitted.

Event description:
Per complaint (B)(4), patient experienced loss or failure of implant to integrate